Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime test and excessive no delivery test. The device received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she checked and the customer's blood glucose was over 600 mg/dl in the middle of the night. Caller switched the insulin pump and her blood glucose started going down moderately. Caller stated that the customer had only worn the pump for 4 hours when the incident occurred. Customer's current blood glucose is 182 mg/dl. Customer bolused to treat her high blood glucose level. Customer's mother was explained that the pump was not completely rewound and filled with tubing until (B)(6) per fill history. Customer's mother declined to upload pump to carelink and stated they will continue to use the pump.